Event description:
Underdelivery reported. The pump was sent to the biomedical engineering department with a report that "it will not stop beeping while in use." The nature of the alarm was not specified. During testing, engineers noted that the pump was underdelivering. With an expected/displayed volume of 20ml, the pump delivered 16.5ml. No report of any adverse pt event. No further info was available.

Manufacturer narrative:
The bearing on the pumping cam got loose over time and rubbed against the pivot arm. This action caused the arm to not function properly and resulted in underdelivery. The device was mfg 1/1992 and the problem was an unusual event. No corrective action required.